Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose levels (62 mg/dl). Customer stated they believe the pump basal rate needs to be adjusted. Customer stabilized blood glucose levels with soda and glucose tablets. Recommendation was made to discuss diabetes management with customer's health care professional.